Event description:
It was reported that a malfunction occurred on the pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur. The customer was advised to call back if any malfunction code recurs and was allowed to continue using the pump.